Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the post-implant, the device site became infected. The patient received medications to treat the infection. The device remains in use. The patient is enrolled in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.